Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The partial deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the anterior cerebral artery. An emboshield nav6 was advanced across the lesion. The 6 x 8 mm acculink ii self-expanding stent system (sess) was advanced to the lesion. During the attempt to deploy the stent, only 1/6 of the stent released. At that point, the handle could not be pulled back; therefore, they removed this device and a new acculink ii sess was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.